Event description:
User facility reported that the kit was used to insert a tracheostomy tube. According to reporter during the procedure the introducer component could not be advanced over the guidewire. The procedure was stopped until a replacement component was found. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.